Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported to philips by the customer (biomed) that the device had a blower temperature high diagnostic code. The device was in use at the time of the event. The patient was removed from the device and the device was swapped for another. There was no report of patient or user harm and this device was immediately removed from service. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed is reporting the cooling fan is running and the air inlet filter is clean. A good faith effort was made and the biomed responded on 27-aug-2020 that he was unable to duplicate the issue over multiple different tests during the week. No parts were replaced in the device due to not being able to replicate the issue. As of 27-aug-2020, there has not been a duplicate issue with the v60 in question since putting it back out into service.